Manufacturer narrative:
H3: product analysis: evaluation couldn't be able to perform due to motor failure with error code 16. However, it was also noted that corrosion, dept test failed, hipot test failed and motor shaft cracked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device displayed error code 16 and experienced a heating problem after use. No patient involvement, impact, or adverse events were reported as a result of this event.